Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures; however, later the patient complained of pain. The leg had gone cold as there was a backwall stitch that was caused by the sutures of either one of both devices. Surgery was done to cut the sutures and vessel blood flow was gained again. The pain was treated via surgery as well. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.